Manufacturer narrative:
Patient information was requested and was not provided by the customer.

Event description:
The customer reported the touch screen and navigation ring do not work. The ventilator was removed from the patient and the patient was placed on a different ventilator. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
The customer complaint was caused by an unsoldered pin at fb6 pin 6. Re-soldering pin 6 at fb6 corrected the failure with this customer returned power management (pm) board. This customer returned user interface assembly was tested and no failures were identified. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.